Event description:
(B)(6) center reported that the date and time set in their precision xtra blood glucose meter had changed spontaneously. This is a known malfunction with the software that causes incorrect trending of glucose results. Abbott diabetes care is aware that the (B)(6) center is utilizing the precision link software. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The meter has been returned and an investigation is in progress. A follow-up report will be filed when investigation results are available. Customers and retailers have been informed through the adc fa21dec2006 letter.